Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment. Per additional information received, the patient has experienced recurrence of incontinence, chronic pain, pain during intercourse, back pain, infection, urinary tract infections, and recurrent vaginal pain.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant (B)(4). The total number of events for product classification code otn is 102. Qty 21- align r retropubic urethral support system; qty 4- align rs retropubic/suprapubic urethral support system; qty 1- align rs retropubic/suprapubic urethral support system, w/o dilator; qty 20- align s suprapubic urethral support system; qty 15- align to trans-obturator urethral support system - halo; qty 26- align to trans-obturator urethral support system - hook; qty 2- align to trans-obturator urethral support system - hook & halo; qty 13- align urethral support system.